Event description:
The facility representative report "ch 1 delivery hi 200ml=217ml" found during bio-med testing. The hospital representative stated that there were no reports of injury or medical intervention. No additional info is available.

Manufacturer narrative:
The device has been rec'd for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional info becomes available.